Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis. The customer had also had a heart attack. Lantus and novolog was administered via insulin drip. The customer did not recall the discharge date. The customer went to rehabilitation for a week post discharge. The customer was relating the cause of the event to the pump/supplies; however, no additional information was provided. The customer did not trust the pump and reverted to using a non-tandem pump for insulin therapy.